Manufacturer narrative:
The associated devices were not returned for evaluation, as they remain implanted. No clinically relevant supporting documentation has been provided at the time of this review, therefore a thorough medical assessment cannot be performed. A review of manufacturing records did not reveal any abnormalities that could have contributed to the reported issue. A review of complaint history revealed that we have not had any previous complaints for the listed batches/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a patient reported that the tkr has fail. She has fall several times and it was confirmed by surgeon a surgery must be performed. The doctor thinks the insert should be replaced, awaiting on confirmation from another surgeon. Revision surgery has not been scheduled yet.

Event description:
As updated, revision surgery scheduled for (B)(6) 2018. Doctor thinks the insert needs to be a bigger size.